Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of an unknown saline breast implant prosthesis. Post-operatively, the patient observed their left breast to be completely flat. After consultation with a healthcare professional, the patient was diagnosed with a deflated implant. As a result, the patient underwent removal (without replacements) on (B)(6) 2021. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2021-14274 for the contralateral event.